Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032371) on 02-jan-2014. The most recent information was received on 28-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('claiming bleeding: gen. Abnorm. Bleed') in a 34-year-old female patient who had essure (batch no. 626909) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and device dislocation ("migration"). The patient was treated with surgery (hysterectomy(full), oophorectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the genital haemorrhage, dyspareunia and device dislocation outcome was unknown. The reporter considered device dislocation, dyspareunia and genital haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2008, (B)(6) 2008 the plantiff received treatment for dyspareunia, genital haemorrhage. Quality-safety evaluation of ptc: final assessment: lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in dev@com.¿ FDA evaluation codes method: 3317 ¿ manufacturing review results: 3221 ¿ no results available since no evaluation performed conclusions: 67 ¿ unable to confirm complaint 92 ¿ device not returned medical assessment: the medical events reported are not indicative for a quality defect per se. No complaint sample was provided for further technical investigation. No further ae case reports have been received to date in relation to batch number 626909. No batch signal could be identified. The review of the lot history records found that the product met product release specifications. The technical investigation concluded ¿unconfirmed quality defect¿. In summary, based on the available information there is no reason to suspect quality defect. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: newly added events- migration of implant, reporter was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032371) on 02-jan-2014. The most recent information was received on 03-dec-2020. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('claiming bleeding: gen. Abnorm. Bleed') in a 34-year-old female patient who had essure (batch no. 626909) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, menorrhagia, painful intercourse, bleeding menstrual heavy, cystocele, uterine prolapse, menorrhagia, fibroids and dyspareunia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and device dislocation ("migration"). The patient was treated with surgery (hysterectomy(full), oophorectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the genital haemorrhage, dyspareunia and device dislocation outcome was unknown. The reporter considered device dislocation, dyspareunia and genital haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2008, (B)(6) 2008 the plaintiff received treatment for dyspareunia, genital haemorrhage quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2020: quality-safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032371) on (B)(6) 2014. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('claiming bleeding: gen. Abnorm. Bleed') in a 34-year-old female patient who had essure (batch no. 626909) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy(full), oophorectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the genital haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia and genital haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2008, (B)(6) 2008 the plantiff received treatment for dyspareunia, genital haemorrhage quality-safety evaluation of ptc: final assessment: lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in (B)(6).¿ FDA evaluation codes method: 3317 ¿ manufacturing review. Results: 3221 ¿ no results available since no evaluation performed. Conclusions: 67 ¿ unable to confirm complaint. 92 ¿ device not returned. Medical assessment: the medical events reported are not indicative for a quality defect per se. No complaint sample was provided for further technical investigation. No further ae case reports have been received to date in relation to batch number 626909. No batch signal could be identified. The review of the lot history records found that the product met product release specifications. The technical investigation concluded ¿unconfirmed quality defect¿. In summary, based on the available information there is no reason to suspect quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received : events ¿hysterectomy, oophorectomy, salpingectomy¿ were deleted. Events added- genital haemorrhage, dyspareunia. Insertion date updated. Reporter information, product indication updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032371) on (B)(6) 2014. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('claiming bleeding: gen. Abnorm. Bleed') in a 34-year-old female patient who had essure (batch no. 626909) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and device dislocation ("migration"). The patient was treated with surgery (hysterectomy(full), oophorectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the genital haemorrhage, dyspareunia and device dislocation outcome was unknown. The reporter considered device dislocation, dyspareunia and genital haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2008, (B)(6) 2008 the plantiff received treatment for dyspareunia, genital haemorrhage. Quality-safety evaluation of ptc: final assessment: lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in dev@com.¿ FDA evaluation codes: method: 3317 ¿ manufacturing review. Results: 3221 ¿ no results available since no evaluation performed. Conclusions: 67 ¿ unable to confirm complaint. 92 ¿ device not returned. Medical assessment: the medical events reported are not indicative for a quality defect per se. No complaint sample was provided for further technical investigation. No further ae case reports have been received to date in relation to batch number 626909. No batch signal could be identified. The review of the lot history records found that the product met. Product release specifications. The technical investigation concluded ¿unconfirmed quality defect¿. In summary, based on the available information there is no reason to suspect quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: newly added events- migration of implant, reporter was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032371) on 02-jan-2014. The most recent information was received on 30-nov-2018. This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy"), oophorectomy ("left oophorectomy") and salpingectomy ("bilateral salpingectomy") in a (B)(6) female patient who had essure (batch no. 626909) inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2013, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required), oophorectomy (seriousness criteria medically significant and intervention required) and salpingectomy (seriousness criteria medically significant and intervention required), 4 years 8 months after insertion of essure. The patient was treated with surgery. Essure was removed on (B)(6) 2013. At the time of the report, the hysterectomy, oophorectomy and salpingectomy outcome was unknown. The reporter considered hysterectomy, oophorectomy and salpingectomy to be related to essure. Quality-safety evaluation of ptc: final assessment: lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), ¿processing essure cases in (B)(4).¿ FDA evaluation codes method: manufacturing review; results: no results available since no evaluation performed; conclusions: unable to confirm complaint, device not returned. Medical assessment: the medical events reported are not indicative for a quality defect per se. No complaint sample was provided for further technical investigation. No further ae case reports have been received to date in relation to batch number 626909. No batch signal could be identified. The review of the lot history records found that the product met product release specifications. The technical investigation concluded ¿unconfirmed quality defect¿. In summary, based on the available information there is no reason to suspect quality defect. Most recent follow-up information incorporated above includes: on 30-nov-2018: legal document received. Case became potential legal and incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.